Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank or frozen display was noted. The insulin pump passed the self test and the displacement test. All of the buttons functioned properly. No damage was noted on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump are unresponsive, a frozen display was also reported. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.